Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
User alleges throttle stuck causing her to crash scooter. User allegedly struck and bruised her head.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
User alleges throttle stuck causing her to crash scooter. User allegedly struck and bruised her head.

Manufacturer narrative:
Corrected date of this report. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
User alleges throttle stuck causing her to crash scooter. User allegedly struck and bruised her head.